Event description:
There was an allegation of questionable total protein urine/csf gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.63 g/l. The sample was repeated twice on (B)(6) 2024, resulting in values of 0.13 g/l and 0.11 g/l. The customer repeated the sample because a second sample collected from the patient had values similar to the repeat values obtained on (B)(6) 2024. The values from the second sample were not provided. The questionable result was reported outside the laboratory and was questioned by the clinical staff. Due to the result being questioned by the clinical staff, the sample was repeated. An amended report was sent as the repeated result matched the clinical picture for the patient.

Manufacturer narrative:
The analyzer's serial number is (B)(6). A small amount of precipitates were observed in the sample. The investigation is ongoing.

Manufacturer narrative:
Qc outliers were observed around the date of the event. The calibration data that was provided (for dates (B)(6) 2024) was acceptable. A bubble was observed on top of the surface for one of the samples. On (B)(6) 2024, a sample pipettor error was observed which is consistent with a sample quality issue. The field service representative replaced the probe and spring, performed alignments, and primed the sample tube. Qc passed. The investigation did not identify a product problem.